Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion and the excessive no delivery tests could not be performed due to constant motor error alarm. The device was also received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm during fill cannula. The blood glucose at the time of the incident was 330 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.